Manufacturer narrative:
Continuation of d10:  ddpa2d4 ICD implant date: (B)(6) 2024; 5076 lead implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the hospital and was in the respiratory ward as they had a chest infection. It was noted that the patient also has muscular dystrophy. While in the hospital the patient had gone into pea (pulseless electrical activity) and received CPR (cardiopulmonary resuscitation). An interrogation of the patient¿s device found that during vt/vf (ventricular tachycardia/ ventricular fibrillation) episodes the right ventricular (rv) lead exhibited oversensing, double counting, t-wave oversensing (twos), inappropriate therapy delivered, increased sensing integrity counter (sic), high-rate non-sustained episodes and a lead integrity alert (lia) had triggered. It was suggested that the patient was receiving CPR (cardiopulmonary resuscitation) at the time during the episodes. The patient later died in a manner unrelated to the device system.